Manufacturer narrative:
(B)(4).

Event description:
It was reported "interference not only in the ECG but also in the ap waves, causing erratic pump support. They switched to another ac3 pump, and the issue persisted as seen in the attached video. The pump was triggering faster than the patient's actual heart rate and normalized only after switching to ap trigger in operator mode". The patients current condition is reported as "fine".

Event description:
It was reported "interference not only in the ECG but also in the ap waves, causing erratic pump support. They switched to another ac3 pump, and the issue persisted as seen in the attached video. The pump was triggering faster than the patient's actual heart rate and normalized only after switching to ap trigger in operator mode". The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "erratic pump support" is confirmed based on the attached videos. The product was not returned for investigation. The videos show the pump intermittently double triggering due to artifacting on the arterial pressure signal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the triggering issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.